Event description:
Pharmacy tech found a greenish-brown material inside the package of a bd syringe tip cap -ref # 305819-. Product was discarded, however the packaging and the foreign material were retained.